Manufacturer narrative:
Mfg date of the initial medwatch report indicates: 12/16/2014. The initial medwatch report should indicate: 12/15/2014.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent then replaced the power pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device could not be powered on. There was no patient use associated with the reported event.